Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument main tube was found to be bent. The bending damage is located at the distal end of the main tube. The complaint was confirmed by failure analysis. Common causes of the bent instrument main tube are attributed to damage during use, which may result from an accident drop of the instrument or inadvertent collisions with other instrument. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend jaws would not open. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.